Event description:
It was reported that the patient did not think her device was "working well." The patient noted that she was using program 2 at 1.9 v, which she increased to 2.1 v. It was noted that the patient saw her physician and was told that programs 1, 3, and 4 were not working. The patient indicated that she had a bladder infection. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3093-33 lot# va01cfg serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).